Manufacturer narrative:
The evaluation and repair of the ventilator has not yet begun. Covidien reference # (B)(4).

Manufacturer narrative:
(B)(4). Several components were returned for investigation, along with the single board computer (sbc). Visual inspection was performed on the sbc and the other components, with no anomalies observed. All returned parts were installed into a failure investigation test ventilator to run as a system. The unit was allowed to run for 10 days on ventilation mode, and no issues were observed during this time. The customer reported malfunction was not verified, as the ventilator was found to be operating within the manufacturing specifications.

Event description:
It was reported by a customer in (B)(6) that, during patient use, the e360 ventilator generated an alarm, the display became blank, and the unit stopped cycling. The patient was transferred to another ventilator. There was no reported patient injury.